Manufacturer narrative:
Expiration date: ni.

Event description:
A report was received via social media that patient was paralyzed and could not do anything. It was noted that the day after the implant procedure the patient was experiencing pain and was not able to move. The patient underwent an explant procedure and was reportedly doing well postoperatively. No further information could be obtained.